Manufacturer narrative:
Hamilton medical ags reference: (B)(4). Hamilton medical ags conclusion: the hamilton c6 generated technical fault (tf) 431017 (inspiration valve disconnected) during active ventilation. The patient was immediately switched to a backup ventilator. No harm or health impact, consequences occurred. Log file analysis shows that the event occurred during ventilation, after which the hamilton c6 entered ambient mode. Following a device restart, a self test failure related to the inspiratory valve was observed, showing a hardware related malfunction of the inspiratory valve assembly. The inspiratory valve was replaced, after which the device successfully passed all tests and returned to normal operation. The case is considered closed.

Event description:
Hamilton medical ag received the following description based on the current information of the complaint (summary of the reporter): the device triggered technical fault (tf) 431017 ¿ "inspiration valve disconnected" during active ventilation, which caused the ventilator to enter ambient mode, resulting in the interruption of therapy. No further clinical signs, symptoms or conditions and no health consequences or impact, were reported. The investigation to verify the allegation is still in progress.

Manufacturer narrative:
Hamilton medical ag`s comes to the following conclusion: investigation is ongoing.